Manufacturer narrative:
(B)(4).

Event description:
This device was explanted and replaced due to eri, which was caused by high outputs. The rv lead was capped and replaced at the same time due to dislodgement and loss of capture. No adverse patient events were reported

Manufacturer narrative:
The UDI number has been corrected. We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.